Event description:
The customer contacted stryker to report that their device shock button no longer works. In this state the device may not be able to deliver defibrillation therapy if needed. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the device¿s main keypad assembly to address the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).